Event description:
On january 8, 2024, senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the initial escalation analysis, the sensor performance deviated from normal behavior. An RMA was authorized for further investigation. Upon receipt of the sensor, the return product analysis testing was performed, however, the failure mode could not be reproduced. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The potential root cause for the reported failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report updated to 05 april 2024. G3. Date received by manufacturer updated to 05 april 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.